Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just over four months after implant placement, non-osseointegration was observed. The patient experienced pain after the event. It was noted that smoking and bruxism could have influenced the problem found. In addition, 45 ncm of torque was applied during implant placement. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, just over four months after implant placement, non-osseointegration was observed. The patient experienced pain after the event. It was noted that smoking and bruxism could have influenced the problem found. Forty-five (45) ncm of torque was applied during implant placement.